Event description:
Surgeon noted burning on side of monopolar scissor. Also noted was a crack along the side of the davinci tip cover that was on the instrument. No adverse effect to patient. There were two tip cover accessories in use. Both had the same model#, lot# and expiration date. Reason for use: cancer of the prostate.